Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed a system error. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Although the report of a system error code 133.6090 and 121.2070 was confirmed during log review, the error was not reproduced during laboratory testing. Review of the pcu error log showed, prior to the issue being reported, the error code 133.6090.0 occurred thirteen (13) times from 06 may 2025 to 13 may 2025. And error code 121.2070.2 occurred fifteen (15) times from 06 may 2025 to 13 may 2025. The pcu battery logs recorded that the last day suspect device was completely charged was on 28 april 2025. There was no record of battery completely discharged in the battery logs. There were no records of suspect device being charged during the days error codes were displayed. Laboratory testing found the pcu was operating as expected. External and internal inspection found no issues related to the reported complaint. The bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. Per service bulletin 592a, the pc unit is shipped with the battery in a discharged condition. Before the pc unit is released for use, it should be plugged into a hospital grade ac outlet and the battery charged for at least 16 hours. This ensures proper battery operation when the alaris system is first set up for patient use. Leave the power cord connected to a hospital grade ac power source whenever available. The battery is intended as a backup system. The battery should be fully charged (16 hours) at least once per year to prevent leakage and deterioration in performance due to self-discharge. When the battery has been out of use for one or more months, it will not have full capacity. Battery capacity may be restored by performing the battery conditioning test (fast or optimal conditioning) in maintenance mode. The battery should be replaced every 2 years by qualified service personnel. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed a system error. There was no patient involvement.